Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade IV" and "implant has doubled in size with fluid around the breast".

Event description:
Healthcare professional reported "capsular contracture baker grade IV" and "implant has doubled in size with fluid around the breast" against right side device. The device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: red particles in the shell. Yellow biological tissue. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event . Additional, changed, and/or corrected data: d.6b, h.6.

Event description:
The device has been explanted.